Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving compounded morphine believed to have been (concentration 25mg/ml dose unknown) via an implantable infusion pump. The indication for use was noted as malignant pain. On (B)(6) 2015, the patient experienced sudden symptoms of being unresponsive/somnolent; the pump was implanted in (B)(6) 2015 and was filled with morphine 1 mg/ml at an unknown dose. The pump was refilled on (B)(6) 2015 with an unknown concentration of morphine, the health care professional believed it was 25 mg/ml. The programming was not changed and a bridge bolus was not performed. The patient had to go to the emergency room and was given narcan. On this report date, the health care professional was going to perform a system content removal to remove all of the current drug from the system and fill the pump with morphine (concentration 10mg/ml dose 1mg/day). Additional information regarding the outcome of the event has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.